Event description:
Reportedly, on (B)(6) 2025, screw extension was irregular with a jump effect and parameters couldn't be measured. After cleaning and re-implantation, values stabilized with good parameters. During the night, pacing failure occurred and no dislodgement on x-ray was identified. On august 26, reintervention revealed tissue obstruction on the screw and abnormal screw movement. The lead was replaced with a new vega, and the procedure was successfully completed.

Event description:
Reportedly, on (B)(6) 2025, screw extension was irregular with a jump effect and parameters couldn't be measured. After cleaning and re-implantation, values stabilized with good parameters. During the night, pacing failure occurred and no dislodgement on x-ray was identified. On (B)(6), reintervention revealed tissue obstruction on the screw and abnormal screw movement. The lead was replaced with a new vega, and the procedure was successfully completed.

Manufacturer narrative:
Analysis synthesis: review of quality documents confirmed that the lead was manufactured and approved in accordance with all specification requirements during the final inspection. Upon reception, the fixation mechanism did not operate as expected ¿ the screw could not be retracted. Tissue residues were identified within the screw. After cleaning, the screw could be normally extended. Electrical testing confirmed that both inner and outer coil continuity were within specifications, and insulation between electrical lines was adequate across all lead sections (distal, lead body and proximal). Based on available data and the investigation results, a lead malfunction is not suspected. As reported, no lead dislodgement was observed. However, given that the event occurred only a few hours post-implantation and considering the reported difficulties with the screw during the procedure, inadequate lead fixation or micro-dislodgement cannot be excluded. It should be noted that no more than three attempts should be made to position the lead to ensure adequate function. The results of this investigation are retained and utilized for trending purposes. Please refer to the attached report.